Event description:
The patient presented having experienced twenty high voltage (hv) shocks from their device. The device was interrogated and revealed the device was in backup operation (bvvi). The first shock was suspected to have been appropriate, but due to a charging problem, the device went into bvvi. The bvvi settings resulting in the patient receiving inappropriate shocks. The patient reported experiencing distress due to the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of unexpected reset, charging problem and inappropriate shock were confirmed. The device was received at elective replacement indicator (eri) level of operation due to code being reloaded in the field. Analysis of device image from the field determined backup occurred due to bus error and hardware reset of the integrated circuit. After reloading device firmware, backup event was recreated during high voltage charge test.